Event description:
It was reported that a user requested to return the ilet after experiencing repeated infusion difficulties with teflon sets, including multiple bent cannulas across four placement attempts, which led to persistent elevated blood glucose and discontinuation of ilet use; the user reverted to subcutaneous insulin via pen. Symptoms included hyperglycemia with a reported glucose around 250 mg/dl. Outcomes included no health consequences or lasting impact. Troubleshooting and education on the return process were completed, and no alerts or alarms were reported. Investigation included regulatory coding review indicating no clinical signs, symptoms, or conditions beyond hyperglycemia. Investigation of this case revealed that the cause of hyperglycemia was unclear, with no device alarms and no lot information available to assess a specific product defect. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.